Manufacturer narrative:
Remains implanted.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. During deployment of the aortic body stent graft, the stent graft was inadvertently positioned above the intended landing zone partially covering the renal arteries; however, blood flow to the renal arteries remained patent. The final angiogram showed the presence of a potential type ia endoleak that could not be resolved following ballooning and the placement of a balloon expandable stent; however, it could not be definitively determined to be a type ia endoleak and/or a type ii endoleak. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored.